Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed by the homepatient for a hole in tubing. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with ending therapy while using the homechoice (hc) during drain cycle 1 of 4, as her transfer set was leaking. The patient stated she clamped the transfer set and that she would contact her on-call dialysis nurse. (B)(4) helped the patient end therapy early. Product surveillance contacted the patient who explained the issue was resolved by going to the hospital, and then transferring to a (B)(6) clinic to have the set changed out. The patient stated she had found a small hole in the transfer set. The patient stated she went three days without therapy as her nurse was on vacation. The patient explained she was currently doing fine and able to continue therapy without any issues. The transfer set had been discarded, and the patient was unable to provide the lot information. No injury or medical intervention was reported.